Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that the handpiece was activating without the activation button being pushed. The device was not on tissue at the time. There was no pt injury.